Event description:
A statstrip glucose hospital meter was accidentally dropped. The battery came out when the meter hit the floor, bounced twice and then began to smoke. There were no injuries or damages as result of the incident. The battery and meter were removed from the floor and kept by the biomedical engineering staff.

Manufacturer narrative:
Nova biomedical has reported a voluntary recall to the FDA for the varta easypack xl lithium polymer batteries, has put all hospital meter systems that utilize the affected product on shipping hold pending appropriate corrective action and prepared field notification (customer advisory notice and battery safety information sheet) to be sent to distributors and end users. The recovery of the affected product will be launched within the next seven days when the replacement product is available.